Event description:
I am sick and attempted to test myself using a quickvue at-home covid-19 test, as supplied by our doctors at vista community clinic. The test kit was missing the test tubes with the solutions needed to complete the covid-19 test. Given that I live with at-risk parents, this is throwing a wrench into keeping them safe. FDA safety report ID # (B)(4).